Event description:
It was reported that during a sheathless insertion attempt, the physician noticed that the balloon was unwrapping. He then inserted a sheath, and successfully placed another iab. There were no pt complications.